Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose (bg) was displayed as "high"; however, a specific value was not provided. A manual injection was administered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.